Event description:
It was reported that during a cholecystectomy procedure, gas leaked. Another like device was used to complete the case. There was no patient consequence

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.